Event description:
It was reported that the patient presented after receiving a patient notifier for increased pacing lead impedance on the right ventricular lead. It was also noted that the lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2018. Following the advisory for premature battery depletion with cardiac resynchronization therapy defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was asymptomatic prior, during and after the case. The patient was stable in the recovery room.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.